Event description:
It was reported that pump experienced malfunction while caller had pump in bathroom during shower, and malfunction alarm with code 16 was displayed and could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.